Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation and no photographic evidence was provided. Should the device be returned, an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. We will continue to monitor per regulatory requirements to help ensure patient safety. Requesting information from reporter if device will be returned.

Event description:
This complaint was created due to the receipt of a medsun report (B)(4) on 23jan26. The current complaint database has been researched for this event and there were no findings. The report was found to be written against dis150, disposable marked spring tip guidewire,1.86 mm x 210 cm, device. It was stated that the device was being used during an esophagogastroduodenoscopy procedure in (B)(6) 2025, day unknown. The report stated, ¿during the egd [esophagogastroduodenoscopy] procedure, the spring guidewire portion was advanced into the patient's esophagus through the gif [gastrointestinal fiber-optic] scope. Once the wire was in place the scope was retracked out and the wire was left in desired place. The blue tip of the guidewire was inserted into the savory distal tip while the guidewire was held in place. Dr. [Redacted] instructed [redacted], the tech, to pull guidewire as he was advancing the savory into the patient's esophagus. [Redacted] informed dr. [Redacted] that he felt tension when pulling on the guidewire until the wire becomes loose. Once the wire was removed [redacted] continued to insert the savory and complete the dilation. After removing the savory, dr. [Redacted] reentered the patient's esophagus with the gif scope and was able to see that the spring of the guidewire had broken off and was inside the patient. Dr. [Redacted] used a rat tooth forceps to successfully remove the spring guidewire tip from the patient. Dr. [Redacted] noted that there was no harm to the patient during the dilation.". There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to remove the guidewire from packaging and remove the tape attached to wire. Carefully inspect it for any damage that may have occurred during transit or handling. We will continue to monitor per regulatory requirements to help ensure patient safety.